Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva dual port with q-syte, 20g x 1.25" experienced leakage. The following information was provided by the initial reporter: there has been blood coming out of the port attachment directly behind the catheter. It has happened with 20g and 18g IV¿s and from different lot boxes. I was reaching out to see there has been any recalls announced for any of these products or if there was anything we might be able to do to avoid this issue in the future, as patients have expressed concern when their IV¿s seem to be leaking blood.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an opened 20g nexiva unit with no product documentation to indicate the reference or lot number. A gross visual inspection of the unit did not identify any damage to the components and no leak at the back end of the catheter adapter could be identified. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva dual port with q-syte, 20g x 1.25" experienced leakage. The following information was provided by the initial reporter: there has been blood coming out of the port attachment directly behind the catheter. It has happened with 20g and 18g IV¿s and from different lot boxes. I was reaching out to see there has been any recalls announced for any of these products or if there was anything we might be able to do to avoid this issue in the future, as patients have expressed concern when their IV¿s seem to be leaking blood.